Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to clinic on (B)(6) 2016 with transient episodes of confusion and low energy. The patient was admitted to the hospital and a CT scan revealed a subarachnoid hemorrhage. Anticoagulants at time of the adverse event were aspirin and warfarin. Additional information was requested, but was not provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating that the event was resolved on (B)(6) 2016. No further information was provided.